Manufacturer narrative:
Date of event: estimated date. The additional device is filed under a separate medwatch report number. The UDI is unknown because the part and lot number were not provided the device is not returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that universal bmw's ii and pilot guide wires have navigation difficulties and get stuck in the vessel. Non-abbott devices are used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the part/lot numbers were not reported and the product was not returned for analysis. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulty to advance. Based on the reported information, it is possible that during advancement the guidewire encounters resistance with the anatomical conditions and other devices used reducing the clearance and causing resistance for the guide wire to advance resulting in the difficulty to advance; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: rdc 1528 and 2524 were removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that unspecified balloon catheters and stent delivery systems are unable to advance over the universal bmw ii guide wire. The difficulty of advancing with the devices happens inside the guide catheter. No additional information was provided.